Event description:
It was reported that a medium-large clip applier instrument was not firing correctly. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the medium-large clip applier instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm the reported complaint. The instrument was found with both grips bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips. Additional observation not reported by site: the instrument was found to have multiple input disks broken. Hairline cracks were found on grip input shafts.

Event description:
Refer to h10/h11 for follow-up information.